Manufacturer narrative:
Medical devices: product ID 6947m62 lead implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead was undersensing atrial events and was far field r-wave (ffrw) oversensing. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.